Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was sticking and not booting to the application. A field service engineer (fse) replaced the hard drive and reimaged the unit, renamed the hard drive, did a full data synchronization, and set the date and time. The station was up and communicated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a device will not power up and stuck on blue screen. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.